Event description:
A healthcare facility in (B)(4) reported via a distributor that an rt200 adult dual heated breathing circuit did not heat and caused an alarm on an mr850 respiratory humidifier. The breathing circuit was tested by the healthcare facility prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is (B)(4). Method: the electrical resistance of the heater wire in the inspiratory tube of the returned rt200 breathing circuit was tested using a multimeter. Results: the inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. This finding confirmed the reported fault. A lot check revealed no other complaints of this nature for lot number 100622. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. The timing of use shows that the heater wire became an open circuit post production. (B)(4).

Manufacturer narrative:
(B)(4). The rt200 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The complaint breathing circuit has recently been received by fisher & paykel healthcare (auckland, (B)(4)) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(4) reported via a distributor that an rt200 adult dual heated breathing circuit did not heat and caused an alarm on an mr850 respiratory humidifier. The breathing circuit was tested by the healthcare facility prior to patient use.